Event description:
Event description boston scientific received information that both this atrial and right ventricular lead were unable to capture at high outputs. They were both explanted and replaced. This device was prophylactically explanted as it was part of the c2 low voltage capacitor advisory population. There was no allegation against device function or performance.